Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a removal procedure was performed due to two broken femoral nails. The nails were difficult to remove from the bone, resulting in removal of only the screws and proximal portion of the nails. The universal removal kit was used removal of all portions of the nail was unsuccessful. Due to the patient's procedure was prolonged.